Event description:
The hosp reported that before the endoscopic vein harvesting procedure, the scope was noticed to be blurry. No additional info was provided by the hosp. No pt complications were reported.